Event description:
Pump was reported to have declared a cartridge change error. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support to inspect and clean the pump's pneumatic tap area and properly attach the cartridge, which resolved the issue. Customer was advised to monitor and contact support if the problem persists.